Event description:
It was reported that the patient presented to the clinic for a routine follow up, the lead was diagnostically was imaged prophylactically. The imaging revealed that the lead insulation was abraded. No electrical anomalies were noted. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.